Event description:
It was reported that approximately 6 weeks to 2 months post-op, the surface was removed due to instability and replaced with a thicker poly insert. At removal the surgeon noticed pitting of the surface.